Event description:
It was reported that the r wave has decreased since implant. It was noted there was clear change in position as seen on subsequent chest x-ray. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).